Manufacturer narrative:
Upon receipt, visual inspection found that the distal tip of the lead was missing. The returned lead body was twisted and stretched at the distal end where both the anode and cathode were fractured. The fracture most likely occurred during the extraction process. Set screw marks were identified on the terminal pin and ring. This is consistent with device set screw and lead (terminal pin and ring) contact. The lead was put through and passed electrical continuity testing. It was concluded that the returned lead segment was electrically continuous.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient was scheduled for replacement of the implanted transvenous left ventricular (lv) lead. The lv had been exhibiting high lv pacing impedance measurements. Subsequently, boston scientific received information from the local representative to confirm that the lv pacing impedance was greater than 2000 ohms and high outputs were required for lead capture at 7.0 volts at 1.0 ms. The patient was presented to the electrophysiology (ep) laboratory and the lv was explanted and replaced. There was no visible evidence of a fracture. The lead was damaged (separation of the distal portion of the lead) during the manual extraction procedure. Only a portion of the lead was available for return to boston scientific's post market quality assurance laboratory.